Event description:
Customer explained that there was leakage along the lumen of the catheter. As a result, the device was removed and replaced. Pt had infectious disease; therefore, it is not likely the device will be returned for investigation.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for eval. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.